Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received a restart alert 38 while charging the ilet with a non-beta charger during travel; the device restarted, a firmware update was performed, and the pump resumed normal operation without blood glucose impact, consistent with a device mechanical jam involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed the motor was able to advance insulin after restart and firmware update, and the issue resolved without further intervention. It was concluded that the event was consistent with an insulin delivery interruption due to a transient motor stall or flow restriction that resolved after restart.